Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.